Manufacturer narrative:
Stryker advised the customer that their device was not serviceable due to its age. No repairs have been performed, and the device was recommended to be discarded. The cause of the reported issue could not be determined. Device not evaluated by the manufacturer

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported during the event.